Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received, it was stated that the device diagnostic report (drpt) from the time of the event was not available. The model and part number of the patient circuit in use at the time of the event was not available. The asp confirmed that service was completed, and the pressure pipe was replaced. The part number and information of the replaced pressure pipe was not provided. The asp confirmed that the part replacement resolved the issue, returned the device to full functionality, and the device was returned to use. No replaced part will be returned to philips for evaluation. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a patient disconnect due to the loss of the pressure measuring pipe. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.